Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced one infusion set leakage. The set was in use for one day. Blood glucose levels were 206 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.